Event description:
For the last few years, I have been suffering with very high anxiety, insomnia, mood swings, extreme weight loss, and other effects. Diagnosis or reason for use: sterilization. "Is the product compounded: no, is the product over-the-counter: no."